Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator was locked and could not be able to open. The customer stated that this malfunction occurred while dispensing medication to the patient care and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was locked and unable to open. A field service engineer checked hasp alignment with housing and found that the hasp stopped the door to closes, required slight force to shut door. Adjusted housing via nuts inside housing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.